Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. The patient stated to the health care professional (hcp) that a lead revision was planned. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).